Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4) - at this time, carefusion has not received the suspect device/component for evaluation. The customer has stated that the unit was removed from service pending further investigation. The customer reported that their staff checked the device and confirmed that the alarm does function as intended and was set to the maximum volume during the time of the event. It is suspected by the manufacturer that the use environment caused or contributed to the event in which the nursing staff did not become aware of the device alarming.

Event description:
It was reported to carefusion that a patient using the revel ventilator became disconnected and the staff did not hear the alarm. The patient's heart rate went asystole and then to 35 beats per minute.